Event description:
It was reported that on approximately 2015-(B)(6) during the refill visit, the physician noted some liquid in the pump pocket. Thirty-five milliliters (ml) of clear fluid was ¿picked up.¿ the culture was noted as ¿ok¿ with no infection. A catheter access port (cap) test was performed which was reported as ¿ok.¿ immediately after the refill, a little quantity of fluid was collected and picked up again, 3.5 ml from the pump pocket. The physician suspected a cerebral spinal fluid (csf) leak due to a fistula. The patient felt fine and reportedly had no symptoms. However, there was report that the patient was a little bit flaccid so the physician reduced the dose approximately 20%. A dye study was planned. A revision was required for a blood patch. The issue was reported as unresolved and the cause undetermined. However, there was report of no alleged pump issue. Both the pump and the catheter remain implanted and in-service. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen. The implant date was noted as approximate. Additional information was requested to clarify dye results, model/serials, and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Initial should have been filed as an adverse event solely. However, event now meets criteria of adverse event and product problem. Concomitant products: product ID 8709sc, product type catheter; product ID 8709, lot # unknown, implanted: (B)(6) 2008, partially explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was further reported that the dye study was performed on (B)(6) 2015 and was ¿ok.¿ the cause of the event per physician was a suspected liquor leak. The physician was to plan a liquor identifying test and the test results from that were not available at this time. The patient was reported as hypotonus. It was further confirmed that the ¿fluid was liquor.¿ on ¿friday¿ ((B)(6) 2015), a pump pocket revision was done. The physician found the catheter connection broken. The pump and spinal segments were connected but the spinal segment had damage, a hole, near the connection and no pump strain relief sleeve was found. It was thought that it might have resulted from a strain relief not being used because at the patient¿s previous device replacement for normal battery depletion, the 8709 catheter was cut near the strain-relief sleeve and the spinal segment was connected to an 8709sc pump segment and finally connected to the pump. A strain-relief sleeve was not used above the catheter-catheter connection so it was probably this point that was weaker and for this reason the catheter was damaged. The physician disconnected and cut 1 centimeter of the spinal catheter segment and used an 8578 revision kit. No more fluid leak was observed. The patient was now reported as a little bit flaccid. No device was expected to be returned as the customer had discarded it. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, lot# unknown, implanted: 2008-(B)(6), product type catheter. (B)(4).